Event description:
The article includes information indicating two patients developed subcutaneous hematomas that required aspiration to resolve. No additional patient outcome information was provided. Journal reference: kumar, f.r.c.s.(c), et al. "Complications of spinal cord stimulation, suggestions to improve outcome, and financial impact." J. Neurosurgery: spine 5, 2006; 191-203.